Event description:
It was reported via medwatch (B)(4) that shaft break occurred. A left heart catherization procedure was being performed. This 15mm x 2.50mm nc quantum apex balloon catheter was advanced for dilatation. However, while advancing the balloon, the shaft broke in two. The balloon was removed from the patient with no difficulties.